Manufacturer narrative:
The product was received incomplete. No functional testing was performed due to the lead being cut. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed a hematoma at the lead implant site two hours after being implanted. It was also reported she did not have movement from the waist down. She immediately underwent an emergency explant procedure. Over time the pt's issue resolved. The pt plans to follow-up with her doctor for a post-op exam. No further information is available at this time.